Event description:
A customer reported blood glucose results of 233, 25 and 198 with a lifescan meter, performed within 10mins of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfucntion of the meter in terms of precision.